Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their daughter had an issue with their insulin pump. The customer stated that the insulin pump stopped working and they did not have a reservoir in the insulin pump. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was able to rewind the insulin pump. The insulin pump will be replaced and returned.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.